Event description:
It was reported by a physician that the patient was found to have a rash and maybe an infection on her left chest and neck. The physician prescribed antibiotics to treat the patient. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. DHR review for the generator was performed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.